Event description:
It was reported the lcd (liquid crystal display) failed a clarity test. The epg (external pulse generator) was returned for repair. There was no patient involvement.

Event description:
It was reported the lcd (liquid crystal display) failed a clarity test. The epg (external pulse generator) was returned for repair. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Evaluation summary (B)(4): the generator was returned and analysis confirmed the customer comment, the liquid crystal display (lcd) was out of specification. Analysis also found that one side bail cover and side bail were missing, one side bail cover and the ring cover were broken and the battery contacts were compressed. (B)(4).